Manufacturer narrative:
The balloon was not returned to olympus for evaluation. The cause of the reported event could not be determined. However, the most likely cause for the reported event is that the balloon was not lubricated. The instruction manual warns users ¿. Always lubricate the balloon before insertion. Otherwise, the balloon could rupture or come off. This could result in patient injury. The referenced ebus scope used during procedure will not be returned to olympus as the user facility reported there was no malfunction of the scope and the scope is currently in service.

Event description:
Olympus was informed that during a therapeutic endobronchial ultrasound (ebus) procedure, the physician was about to perform a fine needle aspiration of a lung nodule, but when the physician went to inflate the ebus balloon at the distal end of the scope the physician observed that the balloon was missing. The room and table where the patient was placed were inspected, but no balloon was located. The bronchoscope was withdrawn from the patient and a second balloon was used with the same bronchoscope. The needle aspiration of the lung nodule was then completed. The patient was instructed to observe for evidence of balloon in sputum or in stool. The patient was discharged the same day of the procedure. There was no adverse impact reported.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from eoq to psv.